Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during dwell. The cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the caller. Upon follow-up with the home patient (hp) on (B)(6) 2010. The hp stated the device was discarded, the lot number was h10g09012 and a companion sample was available and requested. The hp confirmed there was no patient injury or medical intervention related to the incident.

Manufacturer narrative:
(B)(4). The device was discarded: a companion sample was available and requested. A follow-up report will be submitted upon evaluation completion or if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed in the lab. The results of a companion sample evaluation revealed no manufacturer problems or alarms received. A root cause was not identified due to insufficient information. The results of a batch review of lot number h10g09012 revealed no manufacturer problems or deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).